Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Based upon the similar complaint, omsc assumed a potential cause as follows. - due to physical stress / chemical stress / storage environment / aging deterioration and so on, a gap was created in the lg lens adhesive part and the inside of the lg lens became dirty. - the foreign matter has adhered around the forceps elevator due to improper reprocessing by the user.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus local service department, it was found that there were dirt inside the light guide lens and a foreign material adhering to the forceps elevator of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.